Event description:
It was reported that the customer was hospitalized for high bgs. The pump was not available for testing at the time of call. Advised the family member to call the help line to troubleshooting the pump when the device is available.